Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-may-2021, serial#: (B)(4), UDI #: (B)(4). Mfg date: 01-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) implant procedure was difficult. It was reported that it was difficult to recapture the ipg in the delivery system. The ipg was ultimately recaptured and redeployed correctly. The ipg remains in use. No patient complications have been reported as a result of this event.